Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump was dropped before the malfunction occurring. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged 200-300 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.